Manufacturer narrative:
(B)(4). As the mitraclip remained implanted on the posterior mitral valve leaflet, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for failure to adhere or bond to the leaflets/partial clip movement and single leaflet device attachment (slda) leading to incomplete coaptation of the leaflets are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for failure to adhere or bond/partial clip movement or slda from this lot. The user also reported no issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, partial clip movement and slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. The information provided in the case details stated that the clip was difficult to grasp the leaflets due to the prolapsed p2 segment. Once a successful grasp was achieved and the clip was deployed, a light wobbling of the clip could be seen in fluoroscopy, and the anterior leaflet was partially detached. Then during the implantation of three more clips, the first clip detached completely from the anterior leaflet remaining attached to the posterior leaflet. It was noted that the clips did not come into contact with the first clip and there were no signs of damage to the leaflets due to grasping attempts. The physician assumed that due to the degenerative mr, the anterior leaflet could have been frayed and may have caused the wobbling (and the detachment later in the procedure), because the leaflet insertion assessment before deployment showed no signs of an insufficient insertion. In this case, it is likely that the clip partially detached/moved and then later detached from the anterior leaflet due to an interaction with the challenging anatomy (prolapsed posterior leaflet and potentially frayed anterior leaflet). Based on the information reviewed, the reported failure to adhere or bond and slda appear to be related to patient/procedural conditions. There is no evidence of a product quality deficiency associated with this device.

Event description:
This is being filed as the clip detached from the anterior leaflet and remained attached to the posterior leaflet. Additional clips were implanted to stabilize the clip and is considered medical intervention. It was reported that during a mitraclip procedure, after the clip (10296015/13), was introduced into the left ventricle, it was difficult to grasp the clip onto the leaflets due to the prolapsed p2 segment. Once a successful grasp was achieved, positive leaflet insertion was assessed. After deployment of the clip, a light wobbling of the clip could be seen in fluoroscopy. The anterior leaflet was partially detached. To stabilize the clip and to reduce the mitral regurgitation (mr), three more clips were successfully implanted. One was lateral to the first clip and two were medial to it. During the implantation of the clips, the first clip detached completely from the anterior leaflet remaining attached to the posterior leaflet. There was no collision of the first clip with the other clips during positioning, grasping or deployment. There were no signs of damage to the leaflets due to grasping attempts. The physician assumed that, due to the degenerative mr, the anterior leaflet could be frayed and this could be the reason of the wobbling (and the detachment later in the procedure) because the leaflet insertion assessment before deployment showed no signs of an insufficient insertion. Post procedure, the mr grade was reduced from 4 to 2. The patient was clinically stable before, during and post procedure. No additional medication (excluding the standard anesthesia) was administered during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: mitraclip system: lift, support plate, stabilizer, steerable guide catheter. The clip remains attached to the mitral valve leaflet. Investigation is not yet complete. A follow up report will be submitted with all relevant information.